Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by the MFR arjohuntleigh, (B)(4) on behalf of the importer (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted under registration (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.